Event description:
Loss of osseointegration, patient had a bisphosphonate treatment, thread tap used, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, inadequate bone quality/quantity, peri-implantitis, pain, increased sensitivity, inflammation. Only very little bone, bruise?